Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01707, 3006705815-2021-01708. It was reported the patient underwent surgical intervention on an unknown date wherein the patient's entire system was explanted for MRI purposes, however the patient had an MRI conditional system. It is unknown if patient had issues associated with attempting to place in MRI mode. No additional information is known at this time.